Event description:
Boston scientific received information that the patient reported when he got his device it got infected as well as a lead. The physician then reportedly told him he didn't need his device any longer. The patient reported that he no longer had his device. Additional information was sought from the boston scientific field representative, unsuccessfully. There were no additional adverse patient effects reported. Boston scientific was not aware of this information until provided by the patient.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.